Event description:
It was reported that the atrial lead exhibited noise and greater than 2000 ohms impedance. As the patient does not pace in the atrium, the pulse generator was programmed to vvi mode. The lead would be replaced when the pulse generator reached elective replacement indicator.

Manufacturer narrative:
Na